Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis on (B)(6) 2025 due to infusion site insertion error. The patient did not remove the blue needle guard cover before insertion. The blood glucose level was 453 mg/dl at the time of event and the patient got treated with intravenous insulin, antibiotics and fluids for hydration. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.